Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set e1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, the blood collection tube was torn. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, the blood collection tube was torn. No patient impact reported.

Manufacturer narrative:
H6. Investigation exec summary material #: 367324 lot/batch #: 2348173 bd had not received samples, but one 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for severed tubing was observed. Additionally, fifty (50) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for severed tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode severed tubing. Bd determined that the root cause of the indicated failure mode was attributed to damage in the packaging process. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.